Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed failed battery test alarm. It was also mentioned that the customer changed battery and battery cap. Blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted.